Event description:
It was reported that this right ventricular (rv) lead presented a lack of capture due to it suffering from a dislodgment, with the dislodgment confirmed by fluoroscopy. The lead was removed and when examined there were issues with the retraction/extension of the helix, so the physician opted to implant a new lead instead. No additional patient effects were reported. The device is not expected to return for analysis.